Event description:
This customer reported that they were unable to obtain pacing capture with this defibrillator. There was no report of any negative pt impact. The customer used a different defib to deliver pacing.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to obtain pacing capture with this defibrillator. There was no report of any negative pt impact. The customer used a different defib to deliver pacing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.